Event description:
The customer reported a red x and chirp from the device and an error message during autotest. The device is being returned to philips for evaluation.

Manufacturer narrative:
(B)(4). The customer reported a red x and chirp from the device and an error message during autotest. The device is being returned to philips for evaluation. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.